Manufacturer narrative:
Additional information was received from the reporter. When the patient arrived the ICU, the patient was noted to have no pulse in the leg. No intervention was made as the family was expected to withdrawal care.

Event description:
Clinical narrative: a 66-year-old male with a pre-support clinical state consistent with scai shock stage d underwent placement of an impella cp via percutaneous right femoral arterial access during an ep/ablation procedure. Following pump placement, the interventional cardiologist requested that the peel-away sheath remain in place in the event future pci would be required. The ep cardiologist subsequently secured the pump by suturing the blue hub to the patient¿s leg and locking the t-lock and tuohy valve. During transfer of the patient to a bed for transport to the ICU, blood was observed leaking from the red plug area connected to the purge sidearm. Clinical support was contacted on multiple occasions and advised that blood entering the purge system and fiber optics is generally associated with a catheter puncture, although if no puncture had occurred the event could represent an anomaly. Clinical support further advised that the pump could subsequently fail and recommended pump replacement. The interventional cardiologist stated that he did not believe the catheter had been punctured. The information and recommendation to replace the pump were communicated to the interventional cardiologist, ep cardiologist, and intensivist. Following discussion with the family, a decision was made not to replace the device. Care was later withdrawn, and the patient subsequently expired. There was bleeding from the red purge-side plug area of the impella cp. The exact cause of the reported event could not be determined from the available information. No device replacement was performed, and the patient expired following withdrawal of care. Product evaluation is pending; therefore, a causal relationship between the device and the reported event cannot be established at this time. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock and family decision to withdrawal care.

Manufacturer narrative:
The pump is believed to have been sent back for investigation. This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella cpsa c9+. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.